Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device would not sense blue key which was reproduced by finding the device to not display the load set screen; the device does not recognize an open door. The reported symptom was verified and found to be caused by a damaged upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not sense the blue key. There was no patient involvement. No additional information is available.